Manufacturer narrative:
Upon receipt of the device, testing and investigation could not be performed due to a constant audible alarm condition. Repairing the device would affect testing results; therefore, further testing could not be performed.

Event description:
The customer contact reported, the pt received less medication than intended. The primary line of the pump was programmed to deliver an unspecified concentration of venofer for a duration of 1-2 hours and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the pump alarmed indicating the infusion was complete; however, it was reported that half of the medication still remained in the bag. The remaining medication was delivered by gravity. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l information was provided.